Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: evaluation revealed two battery compartment cracks: one above bumper pad and one below bumper pad. The battery cap was not returned and test battery cap was used for investigation. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack. This report is made based on results of investigation completed on 08/28/2015.